Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a lobectomy procedure, it was reported the stapler locked during surgery and would not open. Needed to use another stapler to complete the procedure. There was no delay to procedure, no fragments were generated, surgery was successfully completed, and there was no consequence to the patient.